Event description:
It was reported that the patient's leadless pacemaker could not be interrogated with the programmer. It was suspected to be due to software incompatibility. No intervention was performed. There were no patient consequences.